Event description:
Pt was having intermittent loss of capture because of a fractured lead (ventricular). The lead was capped & left in place. Atrial lead was also capped & left in place because insertion of new leads was not possible on same side. Therefore, new leads were inserted on rt side (both atrial & ventricular leads).